Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. Both introducers were returned for investigation. A kink was observed on the long 14 french x 25 centimeter introducer. No damage was noted on the short 14 french x 13 centimeter introducer. According to the clinical details, a kink in the long peel-away sheath was noted due to the patient's very elongated vessels. The doctor used the replacement sheath, and the implant was successfully completed without issue. The cause of the introducer damage issue was a kink in the introducer sheath, most likely due to the patient's anatomy, as per the given clinical details. D.9 date device returned/information was added. D.1 revised brand name and product code since the initial manufacturer device report number was submitted in accordance with updated procedures. D.2 revised common device name since the initial manufacturer device report number was submitted in accordance with updated procedures. D.4 revised model number, catalog number, and lot number since the initial manufacturer device report number was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number. D.10 added pump information since the initial manufacturer device report number was submitted in accordance with updated procedures. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H.4 should have been left blank on the initial manufacturer device report number in accordance with updated procedures. H.6 revised component code since the initial manufacturer device report number was submitted in accordance with updated procedures. Since the initial manufacturer device report number was submitted in accordance with updated procedures.

Event description:
The user facility reported the insertion of impella cp device to a patient for mechanical circulatory support was difficulty. The patient has a "very" difficult anatomy (very elongated vessels). The impella cp device went through without any problems. However, another 6fr. Terumo sheath via single access no longer went through the peel-away sheath. It was noted the locking mechanism of the peel-away introducer kinks with difficult elongated vessels. The team, therefore, used a different sheath set from another impella set in which everything was noted to have worked perfectly. There was no report of adverse effects to the patient as a result of this event.

Manufacturer narrative:
Patient-specific information and implant/explant dates are unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.